Event description:
A customer reported a malfunction on the pump, identified as malf 12, but did not experience any notable events before the issue. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.